Manufacturer narrative:
Additional information: h2, h3 manufacturer's investigation conclusion: the evaluation of the returned modular cable confirmed cosmetic damage. Additionally, the evaluation of the returned modular cable identified discoloration of the outer jacket and both bend reliefs; however, no wire damage that would have contributed to the communication faults (originally reported in manufacturer number 2916596-2018-03072). The first submitted controller event log file captured driveline communication faults associated with com b faults throughout the log file which were silenced. Communication faults were also active throughout the first submitted controller periodic log file and the lvad log files. Of note, the account also submitted log files that captured data after the patient¿s reported controller and modular exchanges and the communication faults did not resolve. The onset of the driveline communication faults was previously reported in manufacturer number 2916596-2018-03072. The hm3 modular cable, lot number 183274, was returned with a sharp bend approximately 3.25¿ from the controller connector. Cosmetic damage and discoloration of the polyurethane jacket was observed in this location. Additionally, both bend reliefs were discolored. A specific cause for the observed cosmetic damage as well as the discoloration of the modular cable could not conclusively be determined through this evaluation. Upon removal of the polyurethane jacket, no damage to the underlying armor layer was noted. Visual examination of the underlying wires revealed slight kinking of the brown, red, and orange wires approximately 3.00¿ from the controller connector in the location of the sharp bend and cosmetic damage; however, no areas of compromised wire insulation were noted along the length of the returned modular cable. The heartmate 3 IFU and patient handbook contain information in regard to caring for the driveline and instruct the user to check the driveline daily for signs of damage. The IFU instructs the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The lower portion of the patient's modular cable was bent at 90 degree angle and the outer white housing was torn. The modular cable was changed. The patient also had a driveline communication fault which the modular cable damage was associated with.